Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump caused the EKG machine to pick up noise. The pump was being used as a sucker pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2014: this is a known phenomenon with all roller pumps, and is seen more often during the cooler nad lower humidity times of the year. As roller pumps squeeze plastic tubing, a piezoelectric charge is generated and this charge can be transmitted in the perfusion circuit of the pt. This charge travels in the fluid path of the tubing circuit and can appear as interference of the EKG waveform. This has been widely published and discussed in the literature, and this has not been attributed to any harm of the pt. It is a nuisance though, as it does cause interference in the EKG tracing of the pt. It is sometime due to poor or dry EKG electrodes and or poor technique in preparing the skin prior to EKG pas placement. Some clinicians have been able to minimize the interference by applying lubricant to the tubing in the pump raceway or by changing ECG leads and/or electrodes, ECG interference has no impact on the ability of the pump or perfusion system to provide indicated functionality.

Manufacturer narrative:
The field service rep (fsr) evaluated the roller pump thoroughly and found no issues.